Event description:
The customer reported that the device was giving speaker malfunction alarm. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
E1 : (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.